Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins ¿goes in waves of no control, urgency¿ and sometimes they have no problems. The caller stated they thought it was ¿maybe what they ate, like salty foods or drank like a coke.¿ the caller stated some days were better than others. Programmer use to check therapy status was reviewed, and the patient was redirected to their healthcare provider if the problem did not resolve to discuss symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the ins going in waves of symptom relief was changes to the device programming. The patient was asked what had been done to resolve the issue and if it was resolved. They responded mostly; somedays just seemed to be more problematic than others.